Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(4) did not reveal any device related issues and did not confirm the report of suspected device thrombosis. Additionally, a direct relationship between the device and the reported hemolysis could not be conclusively determined and a direct cause for the observed elevation in pump power from the submitted log file could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the entire severed portion measuring approximately 34.5 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned and the inflow conduit flex section was cut through the middle. The inlet elbow was attached to the pump. Approximately 5 inches of the sealed outflow graft was returned. The outflow graft bend relief was returned. A bend relief collar was present and secured with green suture. The outlet elbow was returned attached to the pump. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon admission on (B)(6) 2019 the patient had a urinary analysis (ua) positive for blood. The ramp malfunction echo that was performed on (B)(6) 2019 was negative for hemodynamically compromising thrombus. No change in lvad settings were made and the patient was maintained at a speed of 9600 rpms. A bivalirudin drip was initiated, and lacatate dehydrogenase (ldh) trended. Ldh slowly trended down while on bivalirudin. Ldh returned to baseline following treatment with intravenous (IV) bivalirudin. A repeat ua was done on (B)(6) 2019 which was negative for blood. Plasma free hemoglobin collected on (B)(6) 2019 and (B)(6) 2019 were 45.1 and 6.7 respectively. International normalized ratio (inr) was 2.8 on the day of admission. Warfarin was initially held but restarted on (B)(6) 2019. Bivalirudin drip was discontinued following ldh returning to baseline. Inr goal was increased to 2.5-3.5. Inr was therapeutic x2 prior to the discontinuation of bivalirudin. A repeat inr was done after bivalirudin washout, repeat inr 3.8. Aspirin therapy was increased from 81 mg daily to 324 mg daily. The patient was discharged to home on (B)(6) 2019. The patient was listed for transplant at tufts and yale. Both tufts and yale upgraded the patient to a unos status 3 due to the complication of vad pump thrombosis. The patient was transplanted in (B)(6) 2019. It was reported that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2019 for elevated lactate dehydrogenase (ldh). A ramp echocardiogram performed on (B)(6) 2019 showed no indication of pump malfunction. Log file analysis observed 1 transient power and flow elevation on (B)(6) 2019 which recovered to normal parameters immediately. There was also 1 low speed operation on (B)(6) 2019 due to the set speed being lower than the set low speed. No other unusual events were seen within the log file. On (B)(6) 2019 it was reported that the patient was in their house with suspected pump thrombus. Ldh was noted to be trending down. It was also noted that there was no hematuria and no recent power spikes. On (B)(6) 2019 it was reported that pump thrombus was confirmed. It was also reported that the patient has been asymptomatic. No transient power or flow elevations occurred since the (B)(6) 2019 event. Patient was being treated with intravenous bivalirudin and aspirin therapy was increased from 81 mg to 325 mg daily. Ldh trends are being followed daily. Patient remained hospitalized. It was noted that the plan was to discharge the patient when ldh returns to baseline and international normalized ratio (inr) therapeutic.